Manufacturer narrative:
Check of the DHR: by checking the sterilization charts of the lot# involved, no anomaly was found on: a total of (B)(4) smr cementless finned stem manufactured with lot #1904967, ster.1900169. A total of (B)(4) smr humeral head manufactured with lot #1904857, ster.1900158. A total of (B)(4) smr ecc.adaptor manufactured with lot #1805124, ster.1800153. A total of (B)(4) smr trauma hum. Body manufactured with lot #1809688, ster.1800239. Therefore, we can state all the components have been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
First stage revision surgery of a smr hemi prosthesis performed on (B)(6) 2019 due to wound infection. Primary surgery was performed on (B)(6) 2019 and was due to trauma (surgeon responsible for primary surgery was not the surgeon responsible for the first stage revision) . It was found that bacteria responsible for infection was (B)(6). On (B)(6) 2019 wash out was performed, but then it was decided to remove all the following implants: 1304.15.190, smr cementless finned stem, lot #1904967, ster.1900169, 1322.09.501, smr humeral head d.50 h.16mm, lot #1904857, ster.1900158, 1330.15.274, smr ecc.adaptor taper standard, lot #1805124, ster.1800153, 1350.15.010, smr trauma hum. Body # medium, lot #1809688, ster.1800239. According to the info reported, antibiotic cement was used during this stage revision. No other information available. Event occurred in (B)(6).